Event description:
It was observed that during evaluation, the colonovideoscope exhibited white residue in the auxiliary water channel, the air/water channel and the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The product was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the possible cause of the white residue in the auxiliary channel, the air/water channel and the air/water cylinder was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.